Event description:
The customer reported a blank display.

Manufacturer narrative:
(B)(4). The customer reported a blank display. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.